Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst in the esophagus.

Event description:
It was reported to boston scientific corporation that an cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2026. During the esophageal dilation procedure, upon reaching the third dilation level, the balloon burst. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an cre pro wireguided dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2026. During the esophageal dilation procedure, upon reaching the third dilation level, the balloon burst. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst in the esophagus. Block h11: the returned cre pro wireguided dase dilatation balloon device was analyzed, and a visual inspection found a longitudinally torn. Microscope inspection confirmed the presence of a longitudinally torn. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinally torn. It is possible that the longitudinally torn found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.